Event description:
The customer from norway reported that after the latest pm they have had problem with air bubbles in the fluid system and the probe is leaking. The customer also stated that there was uneven staining and hematoxylin spill. The field service engineer inspected the instrument and replaced all cable ties on liquid hose and adapter connections. In common the aspiration and dispense check valve was also replaced. This issue was detected when the instrument was idle. The customer was able to use the instrument. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.